Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 250 mg/dl and 180 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose level with bolus. The customer did not mention any symptom related to high blood glucose level. The customer alleged the insulin pump for under delivery as the blood glucose level keeps rising. Troubleshooting was performed and they reported that the insulin exited at the quick release. The customer reported that the drive support cap appeared normal. The insulin pump will not be returned for analysis.